Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of egms showed non sustained lead noise due to intermittent undersensing. The patient will be monitored and device remains implanted.